Event description:
Information was received indicating that the smiths medical, cadd-ms 3, mdl 7400, pump was having issues with the end user being able to adjust the pump rate. It was reported the end user believes she might have bolused herself, she was in the hospital at the time and had backed down the pump rate. Per reporter the patient was able to use a backup pump and the remodulin 5mg.ml dose is now back to a continuous rate of 0.042 ml.hr with the dose amount of 60ng.kg.min. No adverse patient effects were reported. No additional information is available at this time.